Manufacturer narrative:
At this time, no further information has been received. Should additional information be forwarded, a supplemental report will be completed.

Event description:
It was reported that the patient with this device alleged feeling unwell for several years; with symptoms such as headaches, rash, fatigue and tremors, etc. A hair analysis, specific to allergy testing was completed which identified high levels of cobalt and titanium in her system. She alleged her implanted device is leaking manufacturing metal components. The patient has been compliant with regular device follow ups and functionally no system issues have been noted. The patient reported going to six physicians to address the symptoms, at which time a naturopath suggested the hair analysis be completed. Boston scientific was contacted for a component supply list and medical recommendations, post hair analysis results. Technical services provided a communication related to possible component allergy interactions, however deferred any medical decisions to the patients physician. To date, the device remains implanted and in service. It was additionally stated in the patient's history provided to boston scientific, that the need for device implant had been questioned, as her heart was in great condition.

Event description:
It was reported that the patient with this device alleged feeling unwell for several years; with symptoms such as headaches, rash, fatigue and tremors, etc. A hair analysis, specific to allergy testing was completed which identified high levels of cobalt and titanium in her system. She alleged her implanted device is "leaking" manufacturing metal components. The patient has been compliant with regular device follow-ups and functionally no system issues have been noted. The patient reported going to six physicians to address the symptoms, at which time a naturopath suggested the hair analysis be completed. Boston scientific was contacted for a component supply list and medical recommendations, post hair analysis results. Technical services provided a communication related to possible component allergy interactions, however deferred any medical decisions to the patients physician. To date, the device remains implanted and in service. It was additionally stated in the patient's history provided to boston scientific, that the need for device implant had been questioned, as her heart was in great condition. Subsequently, the device was returned. No communication from the field regarding explant date or if another device has been implanted.

Manufacturer narrative:
During returned product analysis, the device was thoroughly inspected. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.